Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had an air in line alarm. The following information was provided by the initial reporter: clinicians reported ail alarms both visible air and nuisance ail alarms. Clinicians troubleshoot by stretching/flicking the pumping segment. Clinicians prime the tubing with the roller clamp completely open. No reported patient harm.